Event description:
The catheter was placed in the patient for less than one minute when it was noted that the curve was bad. This catheter was removed immediately and substituted with a new one, which worked fine.